Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis and received an insulin flow blocked alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis was treated with insulin pump, visited the emergency room and admitted in the hospital. The customer experienced symptoms feeling sick/unwell, flu like, diarrhea and throwing up during hospitalization. The event involved products mmt-342, mmt-1884, mmt-431aj, mmt-7040a. Troubleshooting was partially performed for high blood glucose event and later customer declined. Troubleshooting was not performed but the past insulin flow blocked alarm event was resolved. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and it was unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was not performed for sensor glucose vs blood glucose. No further patient complications were reported. It was unknown whether the customer will continue use of the insulin pump. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431aj. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis and received an insulin flow blocked alarm. The customer also reported a sensor glucose vs blood glucose reading mismatch. The customer reported blood glucose value of 400 mg/dl. The customer visited the emergency room and admitted in the hospital and treated hyperglycemia and diabetic ketoacidosis with an insulin pump. The customer also experienced symptoms of feeling sick/unwell, flu like, diarrhea and throwing up during hospitalization. The event involved products mmt-342, mmt-1884, mmt-431aj, mmt-7040a. Troubleshooting was partially performed for high blood glucose event and later customer declined. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was not performed for insulin flow blocked alarm but the past event was resolved. Troubleshooting was not performed for sensor glucose vs blood glucose reading mismatch. No further patient complications were reported. It was unknown whether the customer will continue use of the insulin pump. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431aj. No product return is required for mmt-7040a.